Manufacturer narrative:
(B)(4) - fracture. Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the calibrator cable attachment broke. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.